Event description:
The patient reported that on (B)(6) 2014 her blood glucose was reading between 7.2 mmol/l (130 mg/dl) to 13.8 mmol/l (248 mg/dl) and on (B)(6) her bg, carbohydrate intake and insulin history. She felt like she was having a heart attack. There was pain, pressure on her chest, she was vomiting and had diarrhea. Her husband took her to the hospital and upon arrival her bg reached 38.0 mmol/l so they placed her on an intravenous therapy of insulin. They also did a lot of blood work and an x-ray was taken at the hospital. They were able to lower her bg level down to normal range. For the next day she was given manual injections of insulin and her bg was reading at 28.0 mmol/l. She stays in the hospital for 2 days before being released from the hospital. The pod was discarded.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization and hyperglycemia. No product lot number was reported therefore, no qualification records were reviewed.